Event description:
It was reported to philips that the system froze. The user had to perform four restarts to resolve the issue. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.